Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the right ventricular (rv) lead oversensing. The rv lead also exhibited high and undefined impedances on the rv coil and svc (superior vena cava) coil. A fracture was suspected. The rv lead was partially explanted as the yoke was cut off to debulk the pocket and the lead was then replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.